Event description:
On 18 september 2024, it was reported by a sales representative via email that an ar-3638h-1 knotless hip fibertak failed to anchor properly. This occurred on (B)(6) 2024 in (B)(6)hospital during a hip labral repair. The case was completed successfully using further anchors. There was case involvement.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to misaligned insertion and/or improper bone preparation.